Event description:
It was reported that the bed had no power due to no voltage from the ac/dc power supply. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.